Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Customer reportedly received the following results on the active s system within 10 minutes: 200 "something" (mg/dl), 68 mg/dl, and 90 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.